Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Concomitant product: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
Follow up determined the device was explanted and replaced for a normal battery change out.